Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 5, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 27 march 2024. G3. Date received by manufacturer updated to 27 march 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.